Manufacturer narrative:
G3: correction made to reflect the correct notify date of the reportable information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: tm90d0, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient believes there is an issue with the communicator as "it only goes to 38%." She thought there was an issue with her device because her "spasms are coming back." Her toes started curling up and she did the "high heel shuffle" where she is on her tippy toes and her shoulders are in the air. They also mentioned having pain in their buttocks and neck. Repair was bought into the call and the patient confirmed that when she was trying to connect with the ins she would see that the communicator and handset were communicating and the loading screen was showing the progress as 38% and then going right to the therapy screen. Repair said the external devices were working as intended. They also mentioned they feel a burning in the wires at the top of where the communicator screws are. A new communicator was sent. The patient was redirected to their physician to assess symptoms. Additional information was received. It was confirmed with repair that a replacement did not take place as external equipment was working as expected. Patient (pt) provided additional information that in addition to the symptoms previously reported, she also will feel a "shocking sensation" when she turns lights on or off with light switches. Pt stated this started happening right after the call detailing the "spasms" she has been having. Pt brought this up because she thought maybe it had something to do with the external equipment. Patient was redirected to managing doctors to review symptoms.